Manufacturer narrative:
Investigation: one (1) photo was provided by the customer for investigation. The photo shows a syringe which has part of one (1) flange broken off.one (1) photo was provided by the customer for investigation. The photo shows a syringe which has part of one (1) flange broken off. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review revealed a comment that stated that a keyway on the ionizer dial had become worn which caused excessive movement of the dials which led to barrels jamming in the dials on the ionizer station. This issue could have caused occasional damage to the barrels which was not detected during the in process inspections.

Event description:
It was reported that two syringe 30ml ls s/c 56 experienced product damage/deformation and was still operable. The following information was provided by the initial reporter: after opening the unit package, it was found that the flange broken , and the broken part isn't in the unit package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 30ml ls s/c 56 experienced product damage/deformation and was still operable. The following information was provided by the initial reporter: after opening the unit package, it was found that the flange broken , and the broken part isn't in the unit package.